Manufacturer narrative:
Investigation: bd received an unused 22 gauge insyte autoguard blood control unit from lot 8298609 for evaluation. A review of the device history record was performed for the reported lot and no related quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a small black speck of foreign matter near the tip of the catheter tubing. Based off the visual inspection the engineer was able to verify the reported defect. The black speck was determined to have been a mixture of grease and dust. Compressed air was used for cleaning during the manufacturing process and most likely contributed to the observed foreign matter. The compressed air stations have been removed from the manufacturing lines to reduce the probability of this reoccurring.

Event description:
It was reported that black foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter tip before use. The following information was provided by the initial reporter, translated from japanese to english: "black fm was on the catheter tip."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter tip before use. The following information was provided by the initial reporter: "black fm was on the catheter tip."